Manufacturer narrative:
H3 device evaluation - the tip of the driver is sheared off. The fracture plane is normal to the drive axis. This type of failure is indicative of breakage due to torsional overload. Review of device history records found eight (8) pieces of lot 00916up released for distribution on (B)(6) 2022 with no deviation or anomalies. Two-year complaint history review did not reveal a trend for reports of this nature for the reported part number. No corrective actions are recommended at this time.

Event description:
It was reported that a revision procedure for competitor product was performed on (B)(6) 2025, utilizing the reform ti pedicle screw system. While inserting a 9.5 x 70mm reform ti screw into the iliac, the tip of the t25, polyaxial driver assembly cannulated, reform ti (39-sp-0750) broke. The screw was removed an replaced utilizing the second driver readily available in the set. No patient injury or delay to the procedure resulted from the reported malfunction.

Manufacturer narrative:
H3 other - evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted.

Event description:
It was reported that a revision procedure for competitor product was performed on (B)(6) 2025, utilizing the reform ti pedicle screw system. While inserting a 9.5 x 70mm reform ti screw into the iliac, the tip of the t25, polyaxial driver assembly cannulated, reform ti (39-sp-0750) broke. The screw was removed an replaced utilizing the second driver readily available in the set. No patient injury or delay to the procedure resulted from the reported malfunction.